Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) initially failed to pair with the ilet bionic pancreas due to interference from an old ilet pump that remained within bluetooth range; after the secondary pump was out of range, the ilet paired automatically and functioned as expected. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included resolution of the pairing issue without alarms, injuries, or medical attention. User support included education and troubleshooting guidance regarding potential wireless interference and device proximity. Investigation of this case revealed pairing interference attributable to a legacy device remaining in range, with normal device function restored after removing the source of interference. It was concluded, based on previously established findings for similar reports, that the cause was user environment and setup related, specifically wireless interference from another device.